Event description:
An endurant stent graft system was implanted for the endovascular treatment of a proximal type I endoleak. The maximum aneurysm diameter is approximately 5 mm. The proximal aortic neck was 15-16 mm in diameter and 20 mm in length. The neck angle was 120 degree. It was reported that during the index procedure, an angiography showed a slight proximal type I endoleak. The physician decided to implant an endurant cuff however, the endoleak did not resolve. The physician will monitor the patient. The physician stated that the cause of the event was due to the patient¿s severe aortic neck angulation. The patient was elderly, so the vessel strength was weak and when the bifurcate was implanted, the vessel became accordion shaped resulting in a shorter neck length which may have also contributed to the event. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; severely angulated, small diameter and short proximal aortic neck). Unapproved use of device (aortic neck greater than 60 degree). Evaluation conclusion: known inherent risk of a procedure (endoleak). Off ¿label, unapproved or contraindicated use (aortic neck greater than 60 degree). Device failure/lack of effectiveness related to patient condition (anatomy related; severely angulated, small diameter and short proximal aortic neck).